Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. The pump passed displacement test. The pump passed self test. All buttons functioning properly. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. The pump was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial numer label and scratched case. However, moisture damage noted on electronics assembly.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.